Event description:
It was reported that during a laparoscopic colon procedure, the device only produced one side of staples. The other side appeared to have no staples in the inside. The procedure was converted from laparoscopic to open. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.